Manufacturer narrative:
Product event summary: at analysis the customer comment of difficulty printing to a portable document format was confirmed and the hard drive was reconfigured and the software was reloaded. It was additionally noted that the left keyboard hinge, keyboard and stylus were broken and all were replaced and the stylus calibrated. The device then passed its final functional and systems tests and no other anomalies were found.

Event description:
It was reported that following an attempted software update via a universal serial bus the programmer was indicating that the memory was full which prevented the creation of portable data file reports. It was noted that during the update attempt, prior to its completion it generated an error message that it was unable to access media. Troubleshooting recommendations included clearing the private health information, putting the programmer into hibernation mode and sending it in for service. The programmer has not been received into service. There was no patient involvement. It was further reported that the programmer was returned to service.